Manufacturer narrative:
On (B)(6) 2021 customer stated that the insulin pump is giving off a flashing red notification light with vibrations. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, faded serial number label, damaged display window cover, cracked keypad overlay. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and active current measurement tests; it failed sleep current measurement and self tests. No unexpected critical pump errors (open book image) were noted during testing. No unexpected flashing red notification leds with vibrations were noted either. Finally no stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Attempt to download/upload using crest/thus was successful. The adapt tool was utilized to search for any insulin pump errors that can trigger a critical pump errors (open book image) that may have occurred in the past. The adapt tool reveals that a pump error 63 (variableinfo = 6) occurred at (B)(6) 2021 11:35:01.000. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; electrical board 1, electrical board 2, lcd flex cable terminal. An attempt was made to clean off the corrosion from electrical board 2 and the lcd flex cable terminal using isopropyl alcohol, but the sleep current measurement remained high afterwards. The boards were then placed into a known good case. After another measurement, the sleep current remained high. Self test returned a pump error 63. A visual inspection of the keypad assembly under a microscope reveals that there is a broken trace at pin 6. In summary, customer allegation for flashing red vibrations was not confirmed by testing. On the other hand, the device fails because of the high sleep current and the failed self test. The high sleep current measurement is due to the moisture damage on electrical board 1, and the pump error 63 is due to a broken trace at pin 6 of the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was vibrating, notification light was flashing red and screen said medtronic. Customer stated vibration continue once customer went to another location. Customer reported constant tone or alarm did not disappear. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.